Manufacturer narrative:
Sample information was not provided. Controls were run before the incident and recovered within qc range. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). On (B)(6) 2011, call center personnel recorded that the customer reported erratic hgb results had been happening sporadically. The field service engineer (fse) recorded the call was opened in friday ((B)(6) 2011) night for intermittent h&h check fails. Instrument continued to run without further problems until 3am on (B)(6) 2011. However, instrument never came back up after daily shutdown was performed. Sixty psi low errors were observed, and although high pressure regulator was adjusted up, the instrument could not build enough pressure. The fse rebuilt dual head compressor and completed instrument verification. After leaving the lab, the fse was notified that the h&h check fail had happened again. The fse returned and reviewed results: after a sample was ran in manual mode, the first sample through auto mode had increased rbc and plt and decreased wbc and hgb. The fse replaced dual actuator valve assembly that rotates the sampling valve, and completed instrument verification. The root cause may be related to the dual actuator valve assembly.

Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh500 hematology analyzer generated erratic hemoglobin (hgb) result for one patient sample. The erroneous result was not reported out of the laboratory. Repeat testing produced normal hgb results. Review of printouts provided shows low wbc, hgb, mch, and mchc with high rbc, plt, and hct results. There were no instrument generated messages. There was no death, injury, or change to patient treatment attributed to this event.